Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of implantable pulse generator (ipg) elective replacement indicator (eri) triggered earlier than expected, and increased battery impedance observed. The ipg remains in use, and replacement to occur at a later time. No patient complications have been reported as a result of this event.